Event description:
Adverse event(s): "glare" (visual disturbances); "rings, halos at night" (halo); "light sensitivity" (photophobia); "distant and near vision is not clear" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt experiencing glare, rings followed by halos at night, light sensitivity and vision that is not clear at distance or near following bilateral intraocular lens (iol) implant procedure. The surgeon reported the pt read that pupil size could contribute to glare issues. The pt's pupil size was reported as 5.5 mm. The surgeon stated he had started the pt on medications to see if it helped. The pt has a history of dry eyes that is treated with medications (pre-existing). The pt also has a medical history significant for mitral valve prolapse, osteoarthritis, hypertension, hypercholesterolemia and migraines (pre-existing). Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 06/21/2010, 06/25/2010, and 07/09/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).